Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the monopolar cautery instrument would not hold the scissors tip. The procedure was completed with no reported injury. Intuitive followed up and confirmed that no further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "will not hold scissor tip". The instrument returned is a cautery instrument which is not compatible with the scissor tip accessories. No product issue was identified, and the product is considered conforming its current state.